Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the physician had difficulty inserting lead into introducer because tip was bent. Physician was able to position lead but lead had an out of range high impedance during implant. Physician repositioned lead with same results. Lead was not used.